Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold and overweight. A visual and micro analysis was performed which identified: striated opening. Base on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain of the lymph nodes, swelling of the breast.

Event description:
Physician reported left side "pain of the lymph nodes and swelling of the breast ". The device has been explanted.